Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0136 showed no other similar product complaint(s) from this lot number.device not returned for evaluation.

Event description:
It was reported, "the patient underwent closed thoracic drainage and drainage of pleural effusion on (B)(6) 2020 due to "pleural effusion, superficial gastritis." There was no redness, swelling, heat, and pain in the left upper limb. At about 10 am on (B)(6) 2020, in the first ward of the respiratory department, the patient was placed in the central vein due to treatment needs. The specialist nurse opened the complete peripherally intubated central venous catheter and passed it through the left upper limb according to the normal operating procedure. A peripherally intubated central venous catheter should be inserted into the vein with a length of 41cm. The insertion of the tube went smoothly. The location of the film showed the level of the upper rib of the 7th posterior (with chest radiograph report as evidence). On (B)(6) 2020, the chemotherapy regimen of "pemetrexed 0.8g d1 + carboplatin 400mg d1" was performed, and recombinant human endostatin was injected into the chest cavity on (B)(6) 2020, respectively, to reduce pleural effusion , and supplemented with symptomatic and supportive treatment such as antiemetic, stomach and liver protection. He was discharged from the hospital on (B)(6) 2020, and maintained the PICC catheter as required during the period. No abnormality of the left upper limb was observed. As of (B)(6) 2020, the patient was admitted to the hospital for retreatment due to "left upper limb redness, swelling, heat, and pain for 2 days, and venous thrombosis." In consultation with the directors of vascular surgery and general surgery, they unanimously decided to remove the PICC tube. In order to prevent the thrombosis from falling off and cause pulmonary embolism, the "superior vena cava filter implantation + left upper limb venous thrombosis, balloon dilatation + "superior vena cava filter removal + superior vena cava", the PICC indwelling tube was successfully removed, and the redness, swelling, heat and pain of the left upper limb improved slightly. Until october 20, the patient's left upper limb pain and swelling were better than before. Follow up with vascular surgery after discharge."